Event description:
Customer states the patient tested 307 mg/dl on the advantage system and 130 mg/dl on a comparison lab within 10 minutes. No action taken based on device results. No adverse event reported due to results. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: glargine - 3u/while in hosp; lispro - 3u/while in hospital; lithium carbonate - 3u/while in hospital; metoprolol - 3u/while in hospital;nitrofuroantoin - 3u/while in hospital; kcl - duration of hospitalization 10m;prednizone - 3u/while in hospital; ziprasidone - 3u/while in hospital.